Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell off the bike and on to his insulin pump. Customer's blood glucose was 16 mmol/l. Display started to blink grey and black. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank flashing white lcd display anomaly due to a cracked lcd controller. Unable to perform the displacement, rewind, seating and basic occlusion tests due to the flashing white lcd display. The pump was received with a cracked keypad overlay at the select button and a scratched case.